Event description:
It was reported that the cross arm brake on the 9800 system was not holding. Also the front wheel was broken. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.